Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On 2024.10.07 patient's main cause ¿unfavorable mobility of the right limb for more than 1 month, aggravated with dizziness for 1 day.¿ the patient's fluid was shut off and the end of the line of the closed catheter was found to be not tightly screwed to the cone head, leaking fluid, which was immediately replaced without causing harm.

Event description:
No additional information received.

Manufacturer narrative:
Pr (B)(4) follow up and correction for updated a code. A device history record review was completed by our quality engineer team for provided material number 306594 and lot number 3040584. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.